Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient went to bed with a cgm value of 140 mg/dl. The patient took her routine dose of 55 units of long-acting insulin and 40 units of fast-acting insulin before bed. Around 2am on (B)(6) 2025, the patient¿s cgm was reading 315 mg/dl and then 2 hours later, it dropped to 48 mg/dl. The patient felt like she had a migraine, had a tight headache, and was dizzy. No bg meter comparison value was taken. The patient self-treated with pomegranate juice. At 530am, the patient¿s cgm was reading 161 mg/dl then 173 mg/dl, and then 124 mg/dl. At 630am, the cgm had dropped to 109 mg/dl. 30 minutes later, it was 89 mg/dl, then 68 mg/dl, 59 mg/dl 45 mg/dl, 46 mg/dl and then finally to low mg/dl. Around 10am, the patient called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 57 mg/dl and then 52 mg/dl. There was no mention of a bg meter reading being taken. Ems did not provide the patient with any medication or treatment, but the patient was transported to the emergency room (ER). At the ER, the patient reported her cgm was reading 175 mg/dl and the bg meter was reading 117 mg/dl. The patient was still dizzy and had a headache at this time. The patient was admitted to the hospital and had the following cgm / bg meter comparison values: at 530pm, the cgm was reading 180 mg/dl and the bg meter was reading 63 mg/dl and at 6pm the cgm was reading 200 mg/dl and the bg meter was reading 152 mg/dl. The patient was discharged on (B)(6) 2025. The patient was feeling better but still having moments of dizziness at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken at the hospital. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
H2 correction h6 type of investigation - correction

Event description:
Subsequent to the initial MDR, a correction is required.